Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01july2019. No additional information was received from the customer. The device was not returned for evaluation.

Event description:
The customer reported that the system restarts at power on. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.